Event description:
It was reported that on interrogating the implantable pulse generator (ipg) there was an invalid data message when attempting to access the ventricular high rate episode. Re-interrogation was unsuccessful. This is a rare message and further episodes should be available. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).